Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2018-00864. It was reported during the patient's scs trial period the patient was taken to the hospital because of pain in his upper extremities. Reportedly, the patient had developed an epidural hematoma, consequently, the patient's trial was terminated early. The hematoma was treated and the patient was released from the hospital the next day. Follow up information identified the patient had improved.